Event description:
The customer reported they found a blue fiber in the eye, the first day post-op. Additional info received on 5/21/08 stated that the fiber has not been removed from the anterior chamber. They will check the pt at the post-op visit in two weeks. The customer stated they were reusing towels, phaco tips and sleeves, but they have now discontinued that practice.

Manufacturer narrative:
No sample was returned for eval. The customer was advised not to reuse phaco tips and sleeves. Recommendations to mitigate lint/fibers intraoperatively were reviewed with the customer, and info was sent on appropriate drain board and containers to sterilize instruments to avoid exposure of the instruments to towels and paper wrapping. The root cause of the pt event cannot be determined in this investigation.